Event description:
The customer reported that while monitoring patients on a xhibit central station, the xhibit central became frozen and prevented monitoring of patients. There was no patient or user harm associated with this event.

Manufacturer narrative:
A spacelabs healthcare product support specialist (pss) reviewed the logs of the xhibit central station and found evidence of resource exhaustion in the system that lead to the device freezing and becoming non-functional. Following the reboot, the customer confirmed the issue was resolved. While resource exhaustion caused the reported issue, the cause of the resource exhaustion could not be conclusively determined.